Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the asymptomatic patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed, that inappropriate shocks were delivered for episodes of atrial fibrillation with rapid ventricular response. No interventions were reported. Further information was requested, but not received.